Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged. A revision procedure was performed in which the lead was explanted and replaced with competitive product. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.